Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned with contrast in the inflation lumen and without blood visible. The stent implant was not returned as it was discarded/dislodged from the balloon during decontamination at the account. These observations are consistent with the reported information. There were crimp marks on the tightly-folded balloon between the markers, which may suggest that the crimped stent was securely and properly crimped onto the balloon during manufacturing. The balloon was wrinkled at the distal end, and the hypotube (proximal shaft) had multiple kinks in the hypotube. These observations were not reported and are consistent with resistance during movement in the anatomy or handling post-procedure for return. There was no other damage noted to the sds. Based on the reported information, the heavy tortuosity of the circumflex artery likely contributed to the reported failure to advance. It was reported that force was applied during advancement (improper method), which, in combination with interaction with the heavy tortuosity and guiding catheter, likely contributed to the reported stent damage and loose stent. The mini vision instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The reported failure to advance appears to be related to operational context, and the reported improper use method also appears to have contributed to the reported stent damage and loose stent. During manufacturing, all stent delivery systems are 100% inspected for stent damage, proper stent placement and proper crimped stent outer diameters. Additionally, a sampling of units is destructively tested prior to lot release to verify crimped stent outer diameters, proper stent placement and stent dislodgement force. A review of the lot history record for the reported lot revealed no nonconforming material records, indicating all lot release testing results met specification. Additionally, a query of the complaint handling database revealed no other incidents reported for the reported lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the patient presented to the hospital in cardiogenic shock. Percutaneous intervention was performed in the tortuous circumflex artery to the proximal marginal artery. An unsuccessful attempt was made to advance a 2.25x23 rx mini vision stent delivery system using force. The stent delivery system was withdrawn from the anatomy without resistance; however, the physician noted that the distal stent struts were flared and the stent had partially dislodged from the balloon. A non-abbott stent delivery system was used successfully to treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Guide cath: jl 3.5 7f. Sheath: radiofocus 7f. Other: iabp. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.